Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer passed out on (B)(6) 2016 and had blood glucose of 26 mg/dl. Customer was treated with a glucagon shot. After customer responded, paramedics were called. Customer passed out again on (B)(6) 2016 and had blood glucose of 119 mg/dl. It was reported that customer's blood glucose was fluctuating at 200 mg/dl, 20 mg/dl and 200 mg/dl. Customer was hospitalized on (B)(6) 2016 with blood glucose of 26 mg/dl. Customer also had high blood glucose of 600 mg/dl. Customer had symptoms of nausea, vomiting, frequent urination and dizziness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Insulin pump passed high pressure test. Drive support cap appeared normal. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.